Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products t505u225 tissue valve implanted: 2015-(B)(6). (B)(4).

Event description:
It was reported that following a coronary artery bypass graft (CABG), the right ventricular (rv) lead exhibited a loss of capture. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.